Manufacturer narrative:
Occurrence date reported as unknown in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized for the event. The patient outcome and treatment for the event was not reported. Action taken with pd therapy was not reported. No additional information is available.